Event description:
It was reported that the month following a left total knee arthroplasty was performed, a patient was admitted to the hospital for treatment of left leg dvt. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4) d10- medical product, van ps open intl fem-lt 67.5, item# 183130, lot# j3976657, biomet cc cruciate tray 75mm , item# 141234, lot# j6043459, bmet arcom ap pat 3pst 31mm sm, item# 11-150840, lot# 160190, cobalt g-hv bone cement 40g, item# 402283, lot# 745920. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.